Event description:
Pt in ep lab for svt rf ablation. When physician ordered rn to ablate the ept-1000 tc machine it did not ablate - "burn" and read an error message - "temp lo - impedance 306." Staff checked all connectionsand attempted again with same results. Called biomed and after some trouble shooting the suggestion was made to change the catheter for rf ablating and the pt ground pad. Both were changed and staff was then able to ablate the pt. No injury to pt. The intervention did not lengthen the time of the case. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.